Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01410. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- (B)(4) months. Manufacturer's investigation conclusion:. A direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The patient remains on going on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides information regarding patient management and recommended anticoagulation regimens. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for acute blood loss anemia, status post gastric/colonic polypectomy on (B)(6) 2018. The patient presented with symptoms of loss of appetite over the last month, nausea, and dark stools that started around (B)(6) 2018. Colonoscopy, gastric polypectomies, and blood transfusion were performed; medication changes were made. The anticoagulants used at the time of the event were aspirin and warfarin. The source of bleeding was the stomach and the bleeding resolved on (B)(6) 2018. No additional information was provided.